Event description:
It was reported that during set up of the device for a cardiopulmonary bypass procedure, the latch of the ultrasonic air sensor was broken off completely. As a result, as alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.